Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic when it was noted that the device pocket had become big and swollen due to a pocket hematoma. The patient's pacemaker was explanted and they were noted to be stable after the event.